Event description:
The customer reported that: "after port inserted, it would not flush in the patient though it did flush when removed and only implanted portion changed not the cath and it worked." The port has been returned for evaluation.

Manufacturer narrative:
Review of the device history records of lot 0932 cs was conducted. There is no non-conformance associated with this lot number. Investigation of the returned port: flush tested the port with water in 5 different places with 2 different huber needles. Each time there was no difficulty to flush in the port conclude that the returned port is not obstructed. Noticed the septum had several traces of puncture. The holes are closed and there is no piece of membrane missing. Occlusion is not due to the use of a coring-needle. Opened the port. The back of the chamber had several traces of puncture which means that the needle was inserted into the septum to reach the port chamber. The customer reported that after having identify the failure, the implanted port was changed, not the catheter and it worked. So, the occlusion is not due to a kinking of the catheter out of the chamber. (B)(4) 2010.